Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity due to an increase in right ventricular (rv) lead outputs. It was noted that the shorter than expected longevity estimate was also due to a programmer software estimator error. Reprogramming was done, and the device, rv lead and programmer remain in use. No patient complications have been reported as a result of this event.